Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-oct-2023. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain when walking leading to pelvic tilt") in a female patient who had essure inserted (lot no. A82456). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1649 days after essure insertion, she experienced pain (seriousness criterion intervention required), pelvic misalignment ("pain when walking leading to pelvic tilt"), fatigue ("intense fatigue since insertion"), arthralgia ("joint and hip pain") and tendonitis ("tendinitis of achilles, wrist and shoulder"). The patient was treated with surgery (removal of essure was scheduled for 13-oct) and physical therapy. Essure was removed. At the time of the report, the fatigue and tendonitis had not resolved. The outcomes for pain, pelvic misalignment and arthralgia were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, tendonitis, pain or pelvic misalignment. The reporter commented: current state of the patient: intense fatigue, nocturnal pain limitation of activity linked to persistent tendinitis despite physiotherapy sessions other suspicions of adverse effects. Removal was scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Lot number: a82456. Manufacture date: 2013-05. Expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain when walking leading to pelvic tilt") in a female patient who had essure inserted (lot no. A82456). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1649 days after essure insertion, she experienced pain (seriousness criterion intervention required), pelvic misalignment ("pain when walking leading to pelvic tilt"), fatigue ("intense fatigue since insertion"), arthralgia ("joint and hip pain") and tendonitis ("tendinitis of achilles, wrist and shoulder"). The patient was treated with surgery (removal of essure was scheduled for (B)(6)) and physical therapy. Essure was removed. At the time of the report, the fatigue and tendonitis had not resolved. The outcomes for pain, pelvic misalignment and arthralgia were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, tendonitis, pain or pelvic misalignment. The reporter commented: current state of the patient: intense fatigue, nocturnal pain limitation of activity linked to persistent tendinitis despite physiotherapy sessions other suspicions of adverse effects. Removal was scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.